Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that two years following a glaucoma filtration device (gfd) implant procedure, corneal opacity was observed. The surgeon suspected the bullous keratopathy. The gfd was explanted and trabeculectomy was performed. Additional information has been requested.